Event description:
As reported, the 5f exoseal vascular closure device (vcd) was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. There was no reported injury to the patient. The user was trained on the device, which was stored and prepped according to the instructions for use (IFU). The device was used in a diagnostic procedure with a retrograde approach. The device and packaging were inspected prior to use, with no damage observed. A non-cordis sheath was used. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. There was no recent closure device use or manual compression within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No visual damage was noted to the indicator wire prior to use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was encountered during advancement through the sheath, which was not kinked or bent. The indicator wire cowling locked against the handle assembly with an audible click, and the indicator window was facing up during retraction; however, the indicator window did not change. Pulsatile flow was observed from the bleed-back indicator. The device will be returned for evaluation.

Manufacturer narrative:
E1: (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.